Manufacturer narrative:
A functional check found the basket of the device is open and cannot be closed. The sheath of the device is buckled and separated at the handle, preventing the basket from functioning.

Event description:
The initial customer report was not considered reportable. Upon completion of the device evaluation in 2009, this event was reclassified as a reportable event. It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was being prepared for a procedure. Device was not used to the patient. When the closed blue-slider was pressed, the tip of the wire did not contract and retract.